Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the event. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The pt reported that he spent three hours (exact times not reported) during the afternoon of (B)(6) 2012, in the emergency room. His blood glucose measured 362 mg/dl when he arrived (method not reported). He was not placed on an insulin drip because he had taken a manual insulin injection prior to his hcp recommending he go the ER. He was given fluids because he was dehydrated. His bg was 271 mg/dl when released.